Manufacturer narrative:
No report of patient involvement.

Event description:
The hospital reported that a caster broke off of unit resulting in the potential for the unit to tip or fall. There was no report of patient involvement.